Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training, the patient was unable to turn the connector when a cartridge was inserted into the device, although the connector functioned properly when tested without a cartridge. A recommendation was made to replace the cartridge and use a new one, with instructions to call back if additional issues occurred. Blood glucose levels were not affected, and a lot number could not be confirmed. In a subsequent contact, it was reported that the connector was initially difficult to turn but was ultimately able to be turned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.